Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive camera head product involved with this complaint to perform failure analysis. Failure analysis found the primary finding of camera head coupling mechanism to be related to the customer reported complaint. The camera was found to have a damaged coupling mechanism. The camera coupling mechanism was broken from its attachment. A broken piece of 0.613¿ x 0.268¿ in size was returned, aligned, and put together and confirmed the broken piece was fitted properly. No missing broken piece was observed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage from mishandling/misuse, which may include improper handling of the device during either use or reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found damage on the camera head and opted not to use it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer reported that the procedure was converted to laparoscopic after the issue. There was no need to increase the port incisions. The procedure delay did not occur during a critical step; the customer could not provide the delay time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced camera head to resolve the issue. The system was verified and ready to use. Isi has received the camera head for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.